Event description:
Journal reference: blomstedt p, hariz mi, lees a, et al. Acute severe depression induced by intraoperative stimulation of the substantia nigra: a case report. Parkinsonism relat disord 2008;14(3):253-256. Reportable event: we present a man with parkinson's disease (pd) who underwent bilateral stimulation in the subthalamic nucleus (stn). During the intraoperative evaluation, stimulation through the lowest contact in the right stn area, induced an acute depressive state, during which the pt was crying and expressing that he did not want to live. The pt returned to his normal state of mood within seconds after the cessation of stimulation. Repeated blinded stimulations resulted in the same response. Immediate postoperative magnetic resonance imaging (MRI) revealed that the lowest contact of the right electrode was located in the substantia nigra.